Event description:
It was reported that the patient had developed an infection. Redness was observed at the implant site and the pulse generator was beginning to erode. It was explanted and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).